Manufacturer narrative:
The reported failure was confirmed during the initial failure analysis investigation. The unit generates u-02 error on start-up indicating a malfunction. System check master printed circuit board (pcb) was replaced to cease the error and resolve the issue. Unrelated to the reported issue as contradictory on visual inspection, dented top cover was replaced as well. The unit function as intended after passing all the required and recommended tests.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse observed c-00 error on arrival. The error cleared after system reboot. Fse replaced the integrated electrosurgical unit (erbe). Fse performed system verification, safety test, and test drive. System passed all tests. The erbe was returned for failure analysis and the reported failure error u-02 on start-up was confirmed and reproduced. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported activation had been interrupted due to a u-02 error. Tse was not able to be review logs because onsite was not connected. Tse walked customer through removing all cables from the back of the erbe for two minutes and then connecting only the power cable, but issue persisted. Customer did not have a force triad on site and the other two da vinci xi systems on site were in use. Energy activation cables on back of erbe was still disconnected. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was converted to laparoscopic surgery with no reported injury.